Manufacturer narrative:
(B)(6). Medical product - tess hum reverse corolla s0, cat#: p1700430 lot#: 0001169114. This device is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017-00092 and 3006946279-2017-00093.

Event description:
It was reported that during a shoulder arthroplasty, it was not possible to insert the 6 mm humeral inlay into the reverse corolla. After several impaction attempts, the corolla migrated. A second, thicker humeral inlay was impacted, and also could not be seated. During impaction, the humerus fractured. The 8 mm bearing was eventually able to be seated into the corolla and a cable wire was utilized to fix the fracture and prosthesis into place. No additional patient consequences were reported.